Manufacturer narrative:
The device has not been returned for analysis. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with MDR: 2029214-2018-00831, 2029214-2018-00832, 2029214-2018-00833. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure to treat a gastrointestinal bleed, 3 coils failed to detach. The devices were reported to have been used and prepared per the instructions for use (IFU). No patient injury occurred. A continuous flush was used during the procedure. The vessel anatomy was normal. The 3 coils were replaced, and the replacement devices were successfully implanted in the patient.

Manufacturer narrative:
The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The concerto pushwire was found to be bent at approximately 36.0cm and 68.0cm from the proximal end. The concerto pushwire was found to be bent at approximately 98.0cm from the proximal end within the introducer sheath with the appearance of blood present. In addition, the pushwire was found to be bent at approximately 141.0cm from the proximal end within the introducer sheath. There was an appearance of blood on the implant coil within the introducer sheath. The concerto coil was pushed out from within the introducer sheath for further evaluation. The concerto implant coil was found to be damaged and lost its original shape. Under the microscope, the coin was found to be located against th e lumen stop, the shield coil was found to be present, and the implant coil was found to be still attached to the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. During testing, an in-house instant detacher (ID-1/lot a154272) was selected for detachment testing. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The instant detacher was then used to successfully detach the implant coil from the pushwire on the first attempt without difficulty. The intact tack weld replacement (twr) crimps likely led to the failure of the concerto implant coil from detaching from its pushwire; however, the cause of the failure of the detachment crimps from breaking could not be determined. If information is provided in the future, a supplemental report will be issued.